Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured august 26, 2012 to august 27, 2012. A visual inspection on the unit noted white particulate matter approximately 0.15 square mm in size in the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.